Event description:
Patient followed for multiple sclerosis, currently on ocrevus. The patient is autonomous in walking and has a known neuro-bladder. She presented mixed urinary incontinence, predominantly effort, with also some imperiosities in the context of her neurovessie. A tvt-type suburethral sling was placed on date#1, with a favorable outcome: spontaneous urination, without difficulty or recurrence of incontinence. For a few months, the patient has reported the reappearance of a more marked emergency, associated with malodorous vaginal discharge. Endoscopic exploration was therefore programmed to eliminate erosion of the strip.

Manufacturer narrative:
Device was not received. However, a review of general manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met established specifications during the manufacturing and quality release process. Based on the information available, no further action is required at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).